Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was from (B)(6) that the quick coupling device was faulty that the engine did not stop instantly, it was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been returned previously for the same malfunction. The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device insufficient/low power and failed pre-test for check power with the test bench due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.